Event description:
It was reported in a literature article that the patient fell and suffered vertebral compression fracture at l5. Bkp was performed because radiculopathy at the left side of l5 was confirmed since the injury, but no improvement was seen for the pain in the lower extremities; so that posterior decompression surgery was given.

Manufacturer narrative:
Literature citation: ryo kitagawa, yasumitsu toribatake, shunpei okamoto, yasuhiro ogawa, shintaro iwai, and takayoshi ishi . ¿performance of balloon kyphoplasty against vertebral fractures exhibiting neurological symptoms in the lower extremities¿. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.